Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient initial was in 2013. Concomitant medical products: headed screw 48 mm length; p/n: 00579104100, l/n: 62524964, headed screw 48 mm length; p/n: 00579104100, l/n: 62524964, headless trocar drill pin length; p/n: 00590102000, l/n: 62550705, articular surface regular constraint; p/n: 90597004010, l/n: 62360446, stemmed tibial component precoat; p/n: 00598004701, l/n: 62417196, cr-flex pct fem f-l minus; p/n: 00595001605, l/n: 62181035, all poly patella; p/n: 00597206535, l/n: 62454491. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00016, 0002648920 - 2019 - 00017. Product location is unknown.

Event description:
It was reported patient underwent a revision procedure approximately 5 years post-implantation due to loosening. It was noted that there was unusual wear on the patella maybe indicating overstuffed patella. Base plate had small areas that were loose otherwise bone was well intact. The femoral component was well fixed but when the implants were removed bone was quite mushy on the lateral side. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was confirmed by review of images provided. Images of explanted devices were provided. Cement and bone residual were seen on the femoral and tibial component. Pitting and marks from the augment hole in the tibial plate were seen on the bottom of the articular surface. A damage from unknown source was observed on the lateral side of femoral component. The condition of the patella cannot be assessed as the image was not focused on the patella. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.